Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 5 a.m. Due to diabetic ketoacidosis. The customer's blood glucose level at the time of admission was 315 mg/dl. The customer stated that prior to the hospitalization they had high blood glucose levels over 600 mg/dl. The customer was still admitted at the hospital at the time of the call. They were on an insulin intravenous drip. The customer's current blood glucose level was 107 mg/dl. Troubleshooting was performed and insulin exited without incident. The alarm history was reviewed. It was found that they had received a low reservoir and no reservoir alarms. The device will not be returned for analysis.